Event description:
Customer reported to carefusion sales rep "tubing is somehow coming apart where the infusion set goes into the alaris pump". Additional information received from hematology/oncology nurse manager. She stated she was told that "the set is defective where the disc slides into the pump." Upon further questioning, she states the staff was describing the lower fitment. The set was being used on a pt at the time of the separation, including lipids. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.